Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at 10 atmospheres for several seconds, the balloon ruptured. The device was successfully removed and replaced for another of the same model to complete the procedure. No complications reported, and patient status was good.